Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the monitor detached from the articulation arm assembly of their affiniti 30 ultrasound system. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
A thorough technical investigation of the suspect system was to be performed; however, the customer decided to obtain service through a 3rd party. The system remains at the customer site with no philips repair action anticipated; therefore, no further failure investigation can be performed. If the issue recurs, another complaint record will be generated to further investigate the problem.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.